Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported unintended movement and the inability to remove the gripper line were confirmed via returned device analysis. The reported failure to grasp the leaflets and clip caught on leaflets during use could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the inability removing the gripper line during returned device analysis was due to the dried blood clogged in the lumens; however, a conclusive cause for the inability during the procedure cannot be determined. The difficulty grasping the leaflets appears to be related to patient morphology/pathology (tethering). The difficulty positioning the device was due to an observed bent delivery catheter (dc) shaft. The clip caught on leaflet appears to be related to the difficulty positioning. The tissue damage appears to be due to the clip being caught on the leaflet and difficulty grasping the leaflet; therefore, attributed to procedural conditions. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended shaft positioning, inability to remove the gripper line, and leaflet damage requiring treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was placed without issue. A second clip delivery system (cds) (90429u157) was advanced to be placed medial to the first clip; however grasping was difficult and the clip caught on the leaflet. Troubleshooting was performed and the clip was released from the leaflet however the device kept moving medially. Grasping was attempted again however the clip caught on the anterior leaflet again. The posterior leaflet was unable to be grasped due to strong tethering and the cds was difficult to retract to the left atrium (la). Troubleshooting was again performed and the clip released however damage was noted to the anterior leaflet at a3. The clip was able to be finally be placed next to the first clip. During removal of the gripper line, strong resistance was met. The clip was opened and an attempt was made to remove the gripper line however it could not be removed. The leaflets were ungrasped and the clip removed. A third clip was able to be deployed near the first clip. A fourth clip (90429u164) was advanced into the anatomy however the clip would not open. Troubleshooting was performed unsuccessfully therefore the clip was removed from the patient. A fifth clip was able to be placed to treat the leaflet damage, reducing mr to less than 1. The device issue resulted in a clinically significant delay in the procedure. No additional information was provided.